Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This report has been submitted by the importer under this MDR report number (B)(4).

Event description:
It was reported that during endoscopic retrograde cholangiopancreatography for removal of a biliary stent and cholecystectomy, the forceps broke in the scope elevator and the scope was stuck in the patient. The scope had a snare deployed through it to snag a stent that was lodged in a patient. The snare was snagged by the stent and as the scope could not be released, the procedure was converted to an exploratory laparotomy to facilitate scope and snare removal. It was noted that the scope was in this predicament for several hours. There was no reported harm to the patient and the patient was discharged after the emergency laparotomy.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reported defect was not reproduced (tool broke in elevator/scope was stuck resulting in procedure conversion to exploratory laparotomy); therefore, the event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, since the reported event was not reproduced, the root cause could not be determined. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.